Event description:
The customer reported that an error message displayed during tuning of the phaco handpiece. The surgeon converted to an ecce, and canceled one case. No patient injury reported.

Manufacturer narrative:
The customer will send the phaco handpiece for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report mailed in to FDA on: 07/03/2008.